Manufacturer narrative:
Review of the device's stored data identified multiple shorted lead faults that occurred in late (B)(6) 2010. During episode#1201, a fast rate was detected and multiple shock therapies were attempted. Following attempts #2, #4, and #5, a shorted lead fault was recorded. However, the recorded shock impedance measurements for attempts #3 and #6 were normal. No therapy was available for attempt #7 as therapy availability was exhausted. Additionally, on the same day, during manual lead diagnostic testing, three more abnormal shock impedance measurements were recorded. Subsequently, in (B)(6) 2010, abnormal pacing impedance (< 200 ohms) measurements were recorded for both the right atrium (ra) and right ventricular (rv) leads. The device's tachycardia mode was programmed to monitor only (mo) at that time. Laboratory impedance testing on the device found that the shock measurements were abnormal but ra and rv pacing impedance testing were normal. The casing of the device was removed and visual inspection found internal damage (shorting) of the power module. It was concluded that a primary lead product performance issue may have occurred while implanted and resulted in the observed abnormal impedance measurements and contributed directly to the identified device damage.

Manufacturer narrative:
Boston scientific received information in (B)(4) 2012 that a non-boston scientific local representative contacted technical services asking for specifications on this patient's chronic leads that had been previously abandoned. According to the representative, the device and leads were implanted in (B)(4) 2007. Shortly after the initial implant procedure, the patient developed a viral infection and the device was explanted. The chronic leads remained in-service at that time. The local representative mentioned that the right ventricular (rv) lead had exhibited a product performance issue and will be checked at a scheduled invasive procedure. Subsequently, boston scientific received information from the local representative that the patient's chronic ra and rv leads were explanted and replaced. A non-boston scientific left ventricular (lv) lead and device were implanted without difficulties.

Event description:
Boston scientific crm received information that this device was returned to boston scientific's post market quality assurance laboratory for unknown reasons. There were no allegations or complaints against the device's operation or functionality. The device was put through and failed therapy availability testing. The device was disposition for extensive testing to determine root cause. Subsequently, boston scientific crm received information from the local representative that according to this patient's medical records this patient was last seen at the clinic in (B)(6) 2007. The device check in (B)(6) 2007 was unremarkable and no abnormalities were identified. Ther was no additional information on the patient, device or lead status since (B)(6) 2007.